Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that an informational power on reset (por) was seen. The therapy had stopped due to por. The patient reported that his battery was down and so he charged his ins and wanted to turn ins back on and stated all he got was the call the doctor icon with a por message. The patient reported that due to the por he couldn¿t get the ins to turn on. The patient was assisted in clearing the por and reported that clearing the por was successful. The patient turned the therapy back on and reported that the therapy was adequate. The patient also reported that it zapped him unexpectedly at the time of the call when he turned stimulation back on. The patient decreased stimulation and reported that stimulation was comfortable. The patient also noted that the patient programmer (pp) showed the low pp informational screen but was able to bypass and communicate with the implant. It was reviewed that the batteries in the pp would need to be replaced soon. The patient reported that he just talked to someone and was able to get the pp going again. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the cause of the power on reset (por), inability to turn the implant on, call the doctor icon and zapping after turning stimulation on was not determined. No further complications were reported.